Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the ultrasonic probe surface of the ultrasound gastrovideoscope was peeling. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that was peeling due to failure by rubbing against some hard object. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection bore scope inspection 3. Visually check that there are no abnormalities such as cracks, dents, bulges, edges, scratches, protrusions of metal lines from the inside, protrusions, slack, deformation, bending, adhesion of foreign matter, or falling off of parts on the outer surface of the entire length of the insertion section including the curved section and the tip section. Olympus will continue to monitor field performance for this device.